Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was observed that the device had a hole in the hose in the middle section, the device was running below the minimum rotations per minute (rpm) specification, and the device was power broken. It was observed that the vanes were worn out causing the device to run below the minimum rpm specification. It was further determined that the device failed pretest for rotational speed. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During in-house engineering evaluation it was determined that the device was running below the minimum rotations per minute (rpm) specification, and the device was power broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.